Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was reported that the insulin gauge was inaccurate. Reportedly the customer did not properly remove residual air from cartridge. The customer continued to use the same cartridge for insulin delivery. Customers blood glucose was 148 - 256 mg/dl.